Event description:
It was reported that 10 days post implant the right atrial lead had "abnormal finding - compl from oth cardiac implant." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the lead revision procedure the lead "appeared to have a bad screw mechanism."